Event description:
It was reported during initial implant operation, an inadequate capture threshold and sensing value were noted on the right ventricular (rv) lead. The physician elected to not use the lead and a new one was implanted to complete the operation. There were no adverse consequences and the patient was stable.